Event description:
Event description guidant received information that this left ventricular lead had an impedance greater than 2000 ohms with loss of capture. During explant, when water was forced through the lead for cleaning, a hole was found at the electrode body.